Manufacturer narrative:
The customer reported the suspect device was reworked without any hardware based on our technical support feedback. The customer reported cycling the device for a few days without incident. At this time, vyaire medical has not received the suspect device for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "not ventilating" alarm condition while in patient use on this ventilator device however the device continued to ventilate. The customer reported no patient harm was associated with this event.